Manufacturer narrative:
This is a non-sterile device with no expiration date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that suction tubing was to be used on a colonoscopy procedure, performed on (B)(6) 2020. According to the complainant, during set up, a hard, dark solid material was found stuck in the tubing. Another compliance kit was used to complete the procedure. There was no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Block f10 and h6 are updated. Block d4: this is a non-sterile device with no expiration date. Block h6: device code 2944 captures the reportable event of foreign matter within package. Block h10: one compliance kit was returned for analysis. Visual inspection of the returned suction tubing found that there was a large, dark mass of foreign material stuck inside the tubing. The tubing was returned coiled, with the label still attached and the device showed no signs of use. The remaining components were all in their individual packaging. No other issue noted. Based on communications from the supplier, the root cause is that some of their employees in the extrusion workshop did not carry out the equipment maintenance and cleaning in the workplace, and the assembly workers did not conduct enough self inspection of the products. Through investigation, the foreign matter is a burnt resin produced at the end of extruder screw. Due to the previous production workload was too saturated, the equipment in the extrusion workshop could not be cleaned regularly in time according to the requirements outlined in the company's cleaning procedure, resulting in the burnt particles stuck inside the tubing during the extrusion process, and the workers failed to find notice the issue during assembling. Therefore, the most probable cause for this event is manufacturing deficiency. An investigation is in place to address this problem.

Event description:
It was reported to boston scientific corporation that suction tubing was to be used on a colonoscopy procedure, performed on (B)(6) 2020. According to the complainant, during set up, a hard, dark solid material was found stuck in the tubing. Another compliance kit was used to complete the procedure. There was no serious injury nor adverse patient effects reported as a result of this event.